Manufacturer narrative:
The device is not available. This is one of two related reports. This report represent the impella rp flex and another report was submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant was reported to be on bipella (impella 5.5 and impella rp flex) support for mechanical circulatory support. Placement signal functioned normal and then went high into 160/130 and flows were disabled and then 0/0. Placement was checked. Lpa was sub selected. The medical doctor did not want to be pullback. The patient was stable and was well supported. The placement signal did not function. The patient survived. Additional information was received. The flows are difficult to determine because it was showing no flow on the automated impella controller due to the high pressures being registered. The representative verified that the flow readings were off due to the sensor issues.